Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of occluded IV tubing could not be verified due to the product not being returned for failure investigation. Device history record review could not be performed on model 20129e because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: the root cause of this failure was not identified as no product was returned.

Event description:
It was reported that 5 7 inch mic ext set w/1.2mf experienced underinfusion and were clogged/blocked. The following information was provided by the initial reporter: it was reported that the IV tubing set occluded while infusing lipids in the nicu. The clinician attempted to place the filter in different locations on the tubing set line, however it did not seem to make a difference. The customer stated that the rate at which the lipids ran was also not a factor. The filter was changed out and it did not work, so the patient did not receive lipids for about 12 hours. There were no adverse effects caused to the patient from the event. No further information was provided.